Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: event caused partially or wholly by the user of the device including sample handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the electroresection manuevers of a therapeutic bronchial deobstruction, the distal end of the bronchovideoscope caught fire. The customer confirmed that the electrode was a sufficient distance from the working channel, that the tissue was an appropriate distance away from the distal end of the scope, and that at the time of the fire there were no anesthetic agents or flammable materials in use in the immediate surgical area. Oxygen 40% was being used intermittently. The bronchovideoscope was extracted rapidly and there were no injuries to the patient¿s tracheobronchial tree and no other patient injuries or side effects. The device was replaced with a backup and the procedure was completed. The customer reported the presumed cause of the fire to be electric discharge (arc).

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope's distal end caught fire. There were no reports of patient harm.